Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined impedance on the right atrial (ra) lead. It was noted that there had been fluctuating impedances going back to a year ago and that there had been a high impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.